Manufacturer narrative:
(B)(4) no return product evaluation could be completed as the device was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Case details were reviewed. Following the tavr, activated clotting time measured 243 sec, heparin and protamine were administered, and the 18f manta was deployed to the measured depth. A post-deployment fluoroscopy revealed vessel extravasation. Balloon angioplasty was applied to tamponade, and a gore viabahn covered stent was deployed to address the bleed. The patient's outcome post-procedure was fine. Without the device to evaluate, the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incomplete hemostasis and vessel extravasation under fluoroscopy." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 3+1=4. Systolic blood pressure was 153 and act was 243. 12k heparin and 100mg of protamine were administered intravenously during the procedure. Peripheral angioplasty balloon and stent was applied to treat extravasation and incomplete homeostasis. Time to hemostasis was 10-15 minutes and patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). UDI will be added with the follow up report.

Event description:
It was reported that: "incomplete hemostasis and vessel extravasation under fluoroscopy." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 3+1=4. Systolic blood pressure was 153 and act was 243. 12k heparin and 100mg of protamine were administered intravenously during the procedure. Peripheral angioplasty balloon and stent was applied to treat extravasation and incomplete homeostasis. Time to hemostasis was 10-15 minutes and patient was reported as fine post the procedure."